Event description:
Claimant alleges that the front wheel of the rollator became detached while she was using it to walk. She states that she flipped over the product as a result and sustained an injury.